Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable was damaged and it was therefore replaced to resolve. (B)(4).

Event description:
The radiofrequency programmer head was returned for inspection and testing and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.